Event description:
It was reported that the brakes were not functioning to specification.

Manufacturer narrative:
It was reported the retaining clip was missing on the stretcher, resulting in the brake rings moving 20-30 degrees when the brakes were activated. It is reported this movement resulted in the brakes not functioning to specification, as the stretcher could be moved when the brakes were engaged.